Manufacturer narrative:
(B)(4). An actual sample was returned to baxter healthcare for further evaluation. Visual inspection was performed and an incomplete port seal was noted. Functional testing included leak testing, clear passage testing, clamp function testing, and device to device interaction testing. Leak testing identified a leak from the port seal. Clear passage testing, clamp function testing, and device to device interaction testing was performed with no issues noted. The reported problem was verified through visual and functional testing; however, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a patient that experienced a leak in the disposable y-set. The patient stated that the leak occurred in the y-set at the junction between the drain line and the drain bag. This occurred during drain of peritoneal dialysis therapy. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.